Event description:
Pt with diagnosis of hematuria had cystoscopy. Later, an attempted bilateral retrograde pyelogrm was aborted due to equipment failure. Surgical tech stated that fluoriscopy equipment was operable prior to procedure. After pt was placed on table in lithotomy position, as procedure began to progress, there was a failure of fluoro. Portable x-rays attempted but could not position over pt because of the table structure.